Event description:
It was reported when using the pyxis medstation es system main drawer failed to open. The customer reported that there was a no delay in dispensing medication as any medications the nurses needed had been relocated in an alternative drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to magnet had fallen out of the latch assembly. A field service engineer replaced the latch insep. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.